Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the tubing of the infusion set and the o ring of the reservoir compartment had air bubbles. The customer's blood glucose was 13.3 mmol/l at the time of incident. The air bubbles were of size 4 inch long. The air bubbles persisted after removing the reservoir as well. The customer tried to purge out air bubbles but they were formed by the o ring area and when they purged them out another one showed up. Troubleshooting was performed and the device will not return for analysis.